Event description:
Reporter says he had a splenectomy that required a patch. For 10 years following the placement of the patch, he had problems with his small intestines this year. He had surgery and found out that his bowel had become adhered to the patch and caused him blockage. Prior to this, he had been diagnosed "off and on" monthly as having constipation. He requests additional information for re-imbursement on his medical expenses. Has not reported incident or issue with the manufacturer to date.